Event description:
Totguard umbilical tag in place with divergent cord clamp. Infant's umbilical cord detached prematurely from umbilicus due to the weight of the divergent cord clamp and totguard tag. Scant bleeding noted at cord site.